Event description:
The customer reported low blood glucose. The blood glucose reading was 37 mg/dl. Prior to the event, the patient was being assisted with an infusion set occlusion. The customer declined to troubleshoot. He stated that he ate dinner too early the day before. The customer stated he treated with food and that he felt okay. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.